Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the hemostatic material of a 6f exoseal vascular closure device (vcd) failed to deploy during a percutaneous coronary intervention (pci) procedure via the femoral artery. Manual compression was performed for 20 minutes on the table. There was no reported patient injury. The event increased the risk of bleeding, hematoma, and pseudoaneurysm for the patient, and the hospital reported this case as a serious injury adverse event to the china nmpa. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18441152 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty¿ could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hemostatic material of a 6f exoseal vascular closure device (vcd) failed to deploy during a percutaneous coronary intervention (pci) procedure via the femoral artery. Manual compression was performed for 20 minutes on the table. There was no reported patient injury. The event increased the risk of bleeding, hematoma, and pseudoaneurysm for the patient, and the hospital reported this case as a serious injury adverse event to the china nmpa. The device will be returned for evaluation.